Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n190341004, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the representative was just informed that the patient¿s pump and catheter were explanted on an unknown date, but no other information was provided. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.